Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
A pharmacist from (B)(6) reported that the customer obtained a blood glucose reading of 27.4 mmol/l at 8:21 p.m. On the contour xt meter. The customer had no hyperglycemic symptoms, so she performed retesting and obtained a reading of 7.6 mmol/l at 8:22 p.m. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.